Event description:
It was reported that the 2800 system had a table communication error message after boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tgi board and fiber optic cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.